Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl and it was addressed by the customer eating glucose tablets. Reportedly, the customer stopped insulin and it canceled the temporary basal rate. When the customer resumed insulin delivery, the normal basal rate started causing the customer's bg level to lower as the customer was fasting.